Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose after meals while using the ilet and requested guidance on adjusting target settings from ¿usual¿ to ¿less,¿ noting the system had not adjusted meal dosing as expected. Symptoms included hypoglycemia with a reported nadir of 53 mg/dl, approximately 40 minutes under 70 mg/dl, and device low and urgent low alerts. Outcomes included self-treatment with carbohydrates, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education, with referral to training for settings review. Investigation of this case revealed an event of hypoglycemia with cause unclear and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.